Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that in the emergency department, a nurse punctured a nexiva in a patient, but was unable to successfully secure the vessel, and when the needle was removed, the catheter was found to have been pierced.

Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Bd received one 24g nexiva device from an unknown lot number. The needle was received protruding through the catheter tubing. What appeared to be blood residue was observed throughout the catheter tubing, which indicates that the product was used. Had the damage existed prior to insertion, the catheter would not likely be placed. Your reported issue was confirmed and determined to be user related. During use, a needle spear through may occur during tip adhesion break or during venipuncture if the needle is advanced at the wrong angle or if the needle is moved up and down the catheter tubing.